Manufacturer narrative:
We have not received any information if the anesthesia system was investigated at the hospital by our field service engineer. A complete set of device logs was received. The reported issues with difficulties to provide gas to the patient can be confirmed in the provided logs. The logs show that a successful system checkout was performed prior to the event. The technical log has no recordings on the event date. There is no data in the trend log (saved more than 24 hours after the event). Clinical alarms indicating a leakage on the patient side had been generated. Our conclusion is that there is no indication of any technical malfunction in the anesthesia system during the event. The true cause of the reported issues has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c40. D4 ¿ version or model # - previous version or model #: flow-I c40, corrected version or model #: 6677400. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 2019-05-02, corrected manufacturing date: 2019-04-23.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system did not provide any gas to the patient. There was no patient harm. Manufacturer's reference number: (B)(4).